Manufacturer narrative:
(B) (4). (B) (4). The second xience v rx 2.75x 28 mm (part#1009540-28/lot#0021541) mentioned is being filed under the same manufacturer number. In this case, there was no reported product deficiency. The reported cardiac arrest and thrombosis are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Adverse event: cardiac arrest, thrombus requiring intervention. Onset of adverse event: after the procedure. Device issue: none. It was reported that on (B) (6) 2010, the pt underwent stenting in the left anterior descending artery with a non-abbott stent. On (B) (6) 2010, the pt developed ventricular fibrillation and subsequently underwent stenting in the right coronary artery (rca) with two xience v stents and one non-abbott stent. On (B) (6) 2010, the pt experienced acute cardiac arrest. Coronary angiography revealed stent thrombosis in the rca that was aspirated with an aspiration catheter. The pt was treated with percutaneous cardiopulmonary support (pcps) and intra aortic balloon pump. The pt remains on the pcps at this time. There was no additional info provided.